Event description:
It was reported that the autopulse has no power no matter what batteries are used.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(6) 2012 and was analyzed. No visible damage observed to the platform. The reported complaint of "no power" was not confirmed. The platform powers on and off many times using several batteries with no problems found. The platform worked as intended and it passed final test. No batteries returned with the platform for testing and eval. No adverse event reported.